Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was failed to load. Additional information has bee requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed on the lens only. No viscoelastic was observed in the nozzle area or the tip. The plunger has been advanced over the lens at mid-nozzle. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated; however, it would not be applicable as no viscoelastic had been placed in the device. The root cause for the reported "failed to load" is related to a failure to follow the instructions (IFU). No viscoelastic had been placed in the device. The device will not function without the addition of viscoelastic. The IFU instructs: fully insert the ophthalmic viscoelastic device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).